Event description:
Taneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("bleeding between uterine wall and uterus") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2008 to 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of fatigue ("fatigue;"), headache ("headaches;"), nausea ("nausea;") and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), back pain ("back pain"), the second episode of fatigue ("fatigue"), mood swings ("mood swings"), amnesia ("memory loss"), depression ("depression"), anaemia ("anemia") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy in (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine haemorrhage, abdominal pain lower, the last episode of fatigue, mood swings, migraine, amnesia, depression, anaemia, headache, nausea and endometriosis outcome was unknown and the genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain and hormone level abnormal had resolved. The reporter considered abdominal pain lower, amnesia, anaemia, back pain, depression, dysmenorrhoea, endometriosis, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2015 surgical pathology report. Preoperative and postoperative diagnosis: menometrorrhagia. Operative procedure: laparoscopic hysterectomy with bilateral salpingectomy. Microscopic diagnosis: a. Uterus, laparoscopic hysterectomy: uterine cavity: focal mild chronic cervicitis with focal surface epithelial squamous metaplasia and small benign endocervical gland mucus cyst. Uterine fundus: early secretory phase endometrium. Myometrial leiomyomata. Essure intraluminal coiled metal wire contraceptive devices in the valve. Intramural portions of the right and left fallopian tubes left fallopian tube, laparoscopic left salpingectomy. Benign paratubal cysts of morgan. Benign cystic walthard epithelial rests. Right fallopian tube, laparoscopic right salpingectomy. Benign paratubal cystic walthard epithelial rests. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: new pfs+ mr received. New reporters added and reporter information updated. Plaintiff demography added. Product indication and explanted date added and implanted date updated. New events added: abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); fatigue, headaches; nausea; pain; endometriosis, hormonal imbalance were added. Outcome of events hormonal changes, abnormal bleeding, pelvic pain, back pain, dysmenorrhea, fatigue from unknown to resolved/recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.